Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the anspach burr motor malfunctioned, mps tried to troubleshoot without success. The case was delayed for 85 minutes until a new anspach was delivered to the hospital. The case was then completed successfully.

Manufacturer narrative:
Based on the results of investigation. Reported event: anspach emax 2 plus burr motor stopped and system gave e6 overheat warning. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor stopped and system gave e6 overheat warning failure of p/n: 110940, s/n: (B)(4). There have been no other similar events for the referenced serial number. Trend request for this part number has been submitted (trend request #(B)(4)). Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(6) (engineer, (B)(6)) and the reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #(B)(4) has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the anspach burr motor malfunctioned, mps tried to troubleshoot without success. The case was delayed for 85 minutes until a new anspach was delivered to the hospital. The case was then completed successfully.